Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reason. Only the pump was removed and replaced. No patient complications were reported in relation to this event.